Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.